Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited mildly elevated thresholds. The physician mentioned that the lead may require a revision in the future. Patient condition was stable and will continue to be monitored.